Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Device evaluation could not be performed because the device was discarded by the facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report except for MFR report #: 3003775027-2019-00073 was received from this lot. This similar incident was concluded that it was not attributed to product quality but most likely a torque device. Based on the obtained information and referring to known incidents, it was concluded that a hard and sharp part of the concomitant torque device such as a metal chuck scraped the wire surface and peeled the ptfe coating. There was no indication of product deficiency. Although there were no adverse patient effects reported, a possibility could not be completely ruled out that some ptfe coating fragment(s) might have entered into the vasculature. Malfunction and adverse effects section of the instructions for use (IFU) states abrasion of the guide wire coating.

Event description:
It was reported that an asahi guide wire was used for a procedure to treat a cto in the mid rca when a portion of the wire shaft had no color on it (possible peeling of the ptfe coating). It located outside the guide catheter, not inside the patient. There was no issue with patient outcome related to this event.

Manufacturer narrative:
Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that match the manufacturer report number. Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.